Event description:
It was reported, that the ventilator generated a technical error code indicating turbine module failure. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to technical error indicating a turbine module failure. Identification of issue has been done by analyzing problem description, device's logs and return information note. The turbine has been replaced and the part has been returned to the factory for analysis. The claimed issue can not be reproduced, however it was confirmed that the part was defective. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue has been resolved and the device was delivered to the user in working condition. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref #: (B)(4).